Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
(B)(6) reports that the consumer has complained that after about 2 weeks the bottom park came off. I brought back to the store and they gave me a new one. Wanted to know if I was supposed to take the bottom part off or is supposed to stay on.